Manufacturer narrative:
(B)(6).

Event description:
It was reported that a coil protrusion occurred. The target lesion was located in the inferior mesenteric artery. A 3mm x 12cm interlock was selected for use in an arteriovenous fistula coil embolization. During coiling, it was noted that the device got unraveled. The coil arm part was being connected with the introducer sheath fit in the hub during insertion. Subsequently, the coil was removed with the microcatheter and continuous flushing was performed. However, upon removal, it was noted that the coil protruded from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic inspection revealed that only the main coil was returned for this complaint. The main coil was returned stretched. No more damages were found in the returned device. The zap tip had a smooth surface. The interlocking arm was inspected and no anomalies were noted. A dimensional inspection revealed that the main coil was within its specification aside from the missing number of fiber bundles.

Event description:
It was reported that a coil protrusion occurred. The target lesion was located in the inferior mesenteric artery. A 3mm x 12cm interlock was selected for use in an arteriovenous fistula coil embolization. During coiling, it was noted that the device got unraveled. The coil arm part was being connected with the introducer sheath fit in the hub during insertion. Subsequently, the coil was removed with the microcatheter and continuous flushing was performed. However, upon removal, it was noted that the coil protuded from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.